Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The patient reported that their pump alarm goes off every hour. The patient asked if that would eventually decrease like 45minutes, 30minutes. The patient stated that they had been getting a single tone alarm since the 15th of this month but mentioned they were told it was supposed to be on the 14th. During the call, the patient also mentioned the two-tone alarms that they might get. The agent reviewed the information and device function. The patient did not have a healthcare provider at this time as they were looking for a healthcare provider who accepts their insurance. The patient requested and was sent physician listings. Additional information was received from the patient's representative on 2026-may-07. The caller reported that the pump had been beeping for 2 weeks since late april. The caller stated when they finally got an appointment with the new healthcare provider (hcp), the doctor looked at the pump incision area, and it was swollen. The doctor said they thought the pump was infected so they didn't want to do anything with the pump or refill the pump. The caller stated the patient was going through withdrawals and had lots of spams. They needed to have the pump replaced. The caller stated the patient was in the hospital now, and they were going to do an MRI to see if the pump area was infected. The caller stated the patient has had baclofen in the pump since 2008. The agent reviewed information and redirected the patient to their healthcare provider to further address the issue.